Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, as the patient¿s hypertensive episode occurred prior to the initiation of ccpd therapy. The etiology of the hypertensive episode is unknown; therefore, causality cannot be established. However, a temporal relationship does exist between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of hypotension, characterized by an altered mental status and diaphoresis, which required the infusion of normal saline and an observational hospitalization. The pdrn attributed causality to the patient¿s daughter administering expired/non-prescribed blood pressure medications to the patient for a hypertensive episode prior to the initiation of ccpd therapy. Based on the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the events. Despite the pdrn¿s disassociation of all fresenius product(s) and device(s); the lack of treatment records, discharge summary and no manufacturer evaluation of the suspect device (not returned to manufacturer), means there is insufficient evidence to exclude the liberty select cycler from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with cancelling treatment in dwell 1 of 4 of their pd treatment because they had to be taken to the hospital. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2020 through (B)(6) 2020 for hypotension and altered mental status. The patient¿s daughter reportedly checked the patient¿s blood pressure around 7:00 pm on (B)(6) 2020, and found they were severely hypertensive (systolic> 200). The patient¿s daughter administered (non-prescribed) expired blood pressure medication (cardura, norvasc ¿ dosages not provided), hoping to prevent them from going to the emergency room (ER). At approximately 8:00 pm the patient started their ccpd treatment, and at approximately 9:30 pm, the patient called for their daughter to use the commode. While sitting on the commode, the patient became diaphoretic and began slurring their words. The daughter transferred the patient back to bed, called 911 and the on-call pdrn regarding the situation. Emergency medical services (ems) arrived and transported the patient to the hospital. The patient completed their ccpd treatment on the hospital¿s cycler and was given intravenous (IV) hydration (volume not provided) to assist in stabilizing the patient¿s blood pressure. The patient was discharged early the next morning on (B)(6) 2020 (< 24 hours) in stable condition with no additional hypotensive concerns. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) or device(s).